Event description:
The manufacturer received information alleging a ventilator service required alarm occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's blower motor needs to be replaced to address the issue. The repair was canceled due to the lease term of the device being up. The device will be scrapped. The faulty oxygen blender board will be removed from the device and returned to the us.